Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for normal device check. Upon interrogation, the right ventricular lead exhibited high capture thresholds. All other electrical measurements were in range. The lead was capped and replaced. The patient was in stable condition during prior, during, and post operation.